Event description:
It was reported that the customer sent a complaint intake form that read as follows: "was in the middle of transferring patient from t7 to x-ray. Patient was infusing tpn & lipids via alaris pump through patient newly-inserted PICC line. When going over the elevator bump, the pump started alarming and showing an alert that a disconnect was detected. It recommended disconnecting and reconnecting the different channels, which I tried and nothing changed. At this point, given that the patient was on continuous monitoring and receiving tpn & lipids through the PICC, I thought it best to continue to move the patient to xray. Unfortunately, xray did not have any other alaris pumps available in their department. I did not have the equipment available to disconnect and heparin lock the patient in xray, and because it was a PICC line, I did not want to leave the line not infusing for too long (increases risk of line occlusion). Thus, I had to call up to t7 to have someone bring down another pump, and we had to reconnect the patient to the new pump, which worked just fine with the same set of lines. On the broken pump's return back to t7, it continued to alarm, showing a red and white alert on the main screen, that could not get bypassed regardless of following the prompt and plugging the machine into a power outlet. The machine was tagged and returned to biomed. Unfortunately, I could not leave the IV line set connected in the malfunctioning pump, as the patient required the parenteral therapy continuously and the bag was made by pharmacy. Biomed: error logs read pcu error 150.2100.5 dated aug 3, 2025 (7:54pm-8:41pm), iui communication error. Tested operation while shaking device and pole stand, to recreate vibration from entering elevator. Unable to generate error. No faults found after pm. No evident visual damage to iuis." There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer sent a complaint intake form that read as follows: "was in the middle of transferring patient from t7 to x-ray. Patient was infusing tpn & lipids via alaris pump through patient newly-inserted PICC line. When going over the elevator bump, the pump started alarming and showing an alert that a disconnect was detected. It recommended disconnecting and reconnecting the different channels, which I tried and nothing changed. At this point, given that the patient was on continuous monitoring and receiving tpn & lipids through the PICC, I thought it best to continue to move the patient to xray. Unfortunately, xray did not have any other alaris pumps available in their department. I did not have the equipment available to disconnect and heparin lock the patient in xray, and because it was a PICC line, I did not want to leave the line not infusing for too long (increases risk of line occlusion). Thus, I had to call up to t7 to have someone bring down another pump, and we had to reconnect the patient to the new pump, which worked just fine with the same set of lines. On the broken pump's return back to t7, it continued to alarm, showing a red and white alert on the main screen, that could not get bypassed regardless of following the prompt and plugging the machine into a power outlet. The machine was tagged and returned to biomed. Unfortunately, I could not leave the IV line set connected in the malfunctioning pump, as the patient required the parenteral therapy continuously and the bag was made by pharmacy. -biomed: error logs read pcu error 150.2100.5 dated (B)(6) 2025 (7:54pm-8:41pm), iui communication error. -tested operation while shaking device and pole stand, to recreate vibration from entering elevator. Unable to generate error. -no faults found after pm - no evident visual damage to iuis." There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a communication error was confirmed through a review of the logs; however, it was not replicated during laboratory testing. The suspect pcu was then attached to an IV pole and a dchu laboratory testing syringe module and three (3) pump modules were attached to it and programmed with a basic infusion with a rate of 25 ml/hr. The system was then tested in the configuration in which the channel disconnect was observed. The system was then ambulated within the bd facility. No signs of channel disconnection were observed in this instance. For laboratory testing purposes only, known-good dchu laboratory testing right and left iui were placed on the suspect pcu. The system was then tested in the configuration in which the channel disconnect was observed. The system was then ambulated within the bd facility. No signs of channel disconnection were observed in this instance. According to the iui failure product analysis procedure, this issue has two (2) possible root causes, power loss and communication error, after reviewing the logs and performing testing, the root cause is being attributed to a power loss scenario. A review of the battery logs showed that on (B)(6) 2025 at 1:46 pm the power cord was disconnected from the ac outlet, at 2:41 pm the power cord was connected. Twenty-nine (29) minutes later the power cord was disconnected and the battery had a charge accumulated = 3442 mah. At 8:16 pm the battery had a charge accumulated = 0 mah and discharged, twenty-five (25) minutes later the system powered off due to battery depletion. A review of the error logs showed five thousand six hundred fourteen (5614) instances of an error code 150.2100.5 (communication transmit failure, log only severity) on (B)(6) 2025. A review of the event logs did not show a channel disconnect between 12:00 pm and 3:59 pm. On (B)(6) 2025 at 10:19 am, the pump module (sn:(B)(6)) was selected and an infusion with a rate of 1.8 ml/hr, a volume to be infused (vtbi) of 36.4 ml and a dose of 0.0674 gram/kg/h was started. At 1:45 pm all the devices were removed from the pcu. At 6:40 pm the pcu alarm for battery low. At 7:05 pm the pcu alarm for very low battery. At 8:41 pm the pcu powered off. Bd alaris¿ channel error tip sheet, states, a channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported communication error is being attributed to a depleted battery. It was observed on the logs that the accumulated charge on the battery was 0 mah at the same time the disconnect was experienced. The reported issue was not replicated during laboratory testing; however, it was confirmed through a review of the logs. The root cause for the reported error code 150.2100 was not identified during investigation. The reported error code was confirmed through a review of the logs, but it was not replicated during laboratory testing. Note that this report lists imdrf annex a0401, g02017, c07, d15, a1801, c0601, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.